Manufacturer narrative:
Type of investigation code: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the left lip with one syringe of juvéderm volbella® xc. The patient experienced some ¿burning and itching in the left side of the lips with some gradually increasing swelling¿ 2-3 weeks later. The patient then experienced ¿nodules¿ in the lips. The patient was placed on doxycycline 100 mg twice a day for 5 days and told to use an antihistamine like zyrtec or claritin just in case it was an allergic response. The patient stopped taking the medication after 5 days. The nodules became ¿a little worse and harder and tender to the touch.¿ the event is ongoing.